Event description:
Reference number: (B)(4) event occurred in the united states. It was reported that patient faced needle issue event on (B)(6) 2025. The patient noticed that the plastic needle was still on their contact detach infusion set which leads to high blood glucose. No further information available.